Event description:
The following was reported to gore: on (B)(6) 2026, a patient was treated for a zone 2 thoracic aortic aneurysm using a gore® tag® thoracic branch endoprosthesis (tbe) system. When the tbe aortic component was advanced, the physician was unable to rotate the device. The physician attempted a few times to reposition, but eventually stopped because he did not want to make more passes in the arch. The physician decided to deploy with the portal on the inner curve. A side branch component was advanced and deployed, but a second side branch was unable to be tracked into position, so it was discarded, and a gore® viabahn® vbx balloon expandable endoprosthesis was used instead. On wednesday, (B)(6), the patient was diagnosed with bilateral strokes. The patient has been placed in comfort care, and no treatment is planned at this time. The patient tolerated the procedure.

Manufacturer narrative:
H6: type of investigation code b20: the device remains implanted and is not available for analysis. H6: investigation findings code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.